Manufacturer narrative:
Correction: date of awareness should be 31 july 2020 not 9 july 2020 as previously reported. This report is submitted on 27 august 2020.

Manufacturer narrative:
This report is submitted on 31 july 2020.

Event description:
Per the clinic, the patient experienced poor performance with device use resulting in explant of the device (date not reported). It is unknown if the patient was re-implanted with a new device as of the date of this report.